Event description:
The customer reported the power plug needed to be rewired. The field engineer reported that the sys was intermittently shutting down due to the power plug issue. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug wires were reseated and tightened. The system was then found to be operating as intended.